Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock lead impedance (sli). The value had been gradually increasing. A lead coil mineralization/calcification build up was discussed as no sudden jumps were observed. Furthermore, no noise episodes were observed. Reprogramming the out-of-range shock impedance alert was recommended and a maximum energy shock was recommended in case the values climbed above 150 ohms. The rv lead remain in service at this time. No adverse patient effects were reported.